Event description:
Reporter states that surgeon was performing a post lateral fusion and stripped the screws. Surgeon removed screws and had to replace with larger ones. Sale rep was given strip screws but did not return them or report the incident.